Event description:
The surgeon had performed a hip procedure in (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio). The pt experienced two hip dislocations. The surgeon performed a revision, and was satisfied with the fixation and placement of the original components. He replaced the original neutral acetabular cup liner with a 4 mm elevated wall liner.

Manufacturer narrative:
The pt was non-compliant with recommended post-operative activity levels by performing yoga against surgeon recommendation. No further investigation was conducted for this case. There was no evidence that the rio or implant system contributed to the need for a revision.